Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and no errors were found showing the ventilator shut down. There were errors showing ventilator lost alternating current (ac) power and ran on battery power. While being ran on the same patient settings, the se unplugged the ventilator from the ac power source and the ventilator responded properly by running on battery power. The se was not able to duplicate the customer reported issue. The se showed the response to the facility's intensive care unit (ICU) director and biomedical director. The ICU director to show the staff the ventilator's response while switching to battery power. The ventilator passed calibrations, extended self tests (est), short shelf tests (sst), and all applicable tests per the service manual.

Event description:
It was reported that, during patient use, an 840 ventilator stopped ventilating the patient for a 3 to 4 second period. The customer reported that there was a power outage at the time of the event. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.